Event description:
It was reported two repair kits, 8784 and 8782 were being used to create a new two piece catheter and there were only whole numbers for the lengths on the outside of the packaging. The labeling information was incorrect. The catheter volume was programmed incorrectly because they went by the outside packaging and not the labeling in the manual. The catheter volume was off by over one cm which was incorrect. The plan was to contact the healthcare provider (hcp) to let them know so it can be corrected. The pump was delivering lioresal. Additional information reported the discrepancy is in the catheter length, only in the revision kits. It was believed that the packaging stated the lengths as 86 and 73 but it is 86 points something and 73 point something. The programming error occurred because the catheter lengths were not exact, it was short a little due to the difference between what the packaging said and the length that the catheters actually were. No action had to be taken because this was a brand new pump and the patient had never had intrathecal drug therapy, as a result the only thing that happened was that it took longer for the patient to initially get drug. There were no symptoms associated with this. The doctor is aware of the new lengths of the catheter and will adjust accordingly on the patient¿s first visit after surgery. There was no revision on the day of surgery, it was an implant of a new pump in a new pump patient. They needed additional length in the catheter and a revision kit was used to make a catheter long enough to accommodate the patient.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).